Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for MRI compatibility; pt stated that they would have two mris (one MRI for their back and one MRI for their neck), however the MRI center said that they couldn't scan the pt's neck. Pss reviewed requested information with the pt, however pt did not have their programmer present for pss to walk them through accessing MRI mode/determining eligibility; pt noted that they knew how to access MRI mode. Pt stated that they had a MRI three weeks ago at a different hospital and that it was a full-body scan. Pss provided the pt with the ts phone number for pt to provide to hcp for further information/MRI guidelines. Pss asked the pt if the mris were due to a suspected problem with the ins; pt was difficult for pss to understand clearly due to the poor call connection, however pss understood that the pt initially stated that there were no problems and that they were guessing that hcp wanted to check everything. Pss then understood that the pt stated that they really didn't know what was going on but that they were getting electrocuted in their feet since day one when the ins was implanted. Pt stated that the ins had been off for at least five weeks now.